Event description:
It was reported that the patient with this neurostimulator was having pain in their implant area and going down their leg. The patient denied adjustments to their stimulation or any injuries or falls recently. The patient noted not being able to bend over. The patient was taking over-the-counter medications. Upon being taken to the emergency room and having an x-ray, it was discovered that the patient had a broken rib on their left side. The emergency room did not identify the cause of the patient's pain. The patient was instructed to turn their stimulation off. It was later noted that the medication was not helping the patient. They could still not walk normally. There were no additional patient complications.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006.